Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.

Event description:
It was reported by the patient that he had a persona tibial component and tm patella implanted on (B)(6) 2015. The patient is complaining of pain. On (B)(6) 2015, the patient's persona tibial component was revised due to loosening; however, the tm patella was not found to be an issue and was not revised.